Event description:
The lay user/pt contacted lifescan on may 08,2006 and alleged that his one touch ultra meter was reading inaccurately high. In 2006, at 6:00 pm, the pt went out for dinner. He did not have any symptoms at that time. He ordered a large portion of food, but did not eat all. He can neither remember his blood glucose result nor the insulin dose he injected. The pt tests 5 times a day, but could not provide any results prior to dinner. He reported that maybe he injected too much insulin since he did not eat all of his meal (pt is on a sliding scale insulin regimen based on the carbohydrate intake and the meter result). At approx 7:30 pm, he went back home. He was not experiencing any symptoms at this time either and did not test on the meter when he got home. At 8:00 pm, he went to the bathroom and passed out. He had fallen down in the bathroom. He hurt himself on the head (hit it on the radiator) while falling down. When he came around, the television was still on and he realized that he was unconscious for about 90 minutes. At 9:30 pm, when he regained his consciousness, he tested on the meter with a result of 120 mg/dl. He did not seek any medical attention at that time. However, five days later the injury (when he fell in the bathroom prior to loosing consciousness) above his ear was infected. He consulted his physician and was hospitalized the same day and released in about 3 weeks later. While in the hospital, a comparison was made between the subject meter and the lab. The meter result was approx 300 mg/dl and the lab result was 220 mg/dl, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood blucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Although the pt could not provide any info regarding the glucose results and insulin intake prior to dinner on the day of the event and he did not test his blood glucose on the subject meter until after hhe regained consciousness, this complaint is reported because the meter was out of specifications when compared to the lab and the pt experienced hypoglycemia after taking insulin. Replacement meter and test strips were sent to pt.